Manufacturer narrative:
The insulin pump was received with intermittent blank display anomalies due to corroded battery cap contact noted also, has high idle current due to moisture damage on all electronic assemblies and corrosion was found on the vibrator motor assembly and motor assembly noted. No unexpected off no power anomalies, audio or beep anomalies, watch dog anomalies or alarms, battery error alerts or alarms or reset anomalies. The insulin pump passed pump self-test, off no power test, a21 error test, displacement test, rewind test and basic occlusion test. The insulin pump had minor scratches on the lcd window, cracked lcd window, cracked case at the display window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was worn in the shower and has a blank display. The customer's blood glucose reading was 222 mg/dl at the time of incident. Troubleshooting also found that the customer had a past event where the device powered off without warning and had to change the battery twice in order for the device to work. The customer was advised that the device would be replaced and to return the product for analysis. No further details given.